Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Review of the data found no anomalies.

Event description:
It was reported that the rv lead had high pacing thresholds after one year of implant and may need to be repositioned. Sensing and impedances were within normal limits. The lead is still in use. There were no patient complications reported as a result of this event.